Event description:
According to the reporter: occurred during a laparoscopic roux-en-y bypass procedure. The suturing device was being applied to the stomach. The needle fell into the cavity of the patient. It was pulled out with graspers. There were no issues toggling, loading, or unloading the device. In order to resolve the issue and complete the case, utilized another reload. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Needle had mark on opposite side of the loading slot. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the improperly loaded needle may occur if either the endo stitch dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. The root cause of the observed damage was misuse of the product (improperly loaded needle) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.